Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, almost 1 year after the dental implant was installed patient¿s mouth, its non- osseointegration was observed. 20 ncm of primary stability was achieved.